Event description:
Customer reported blood glucose results of 66 mg/dl on the aviva system and 34 mg/dl within 10 mins on a lab system. Customer reported symptoms for which she was able to self-treat. No adverse event reported. A request was made for the return of the system, replacement was sent.